Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the robot had difficulty getting into plane and there may have been array movement during the procedure. The caller received the information second hand so he didnt have any details. They are requesting log files to be reviewed; they have uploaded them to the velys cloud." The velys array set knee was not returned to depuy synthes. However, product development investigation carried out by the systems team on the involved velys base station (pi-17631518480369427) could confirm the reported issue. The investigation found that there was significant array movement during landmark acquisition steps, leg alignment steps, and place camera step before any femur or tibia cuts, but array movement would not have caused the issue reported based on the leg positioning. The most probable root cause of the issue is sub-optimal leg position relative to the device array. Additionally, it is recommended that the user follow the guidance on (IFU 090260022sw19 rev a page 154 intraoperative use: positioning. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that velys base station, velys satellite station, and velys array set knee were involved in a reported event during a total knee arthroplasty procedure. The event involved the robot having difficulty getting into plane, with possible unintended array movement during the procedure. The information was received second hand, and log files were requested for review. There was patient involvement, but no injuries, medical intervention, or prolonged hospitalization were reported, and there was no delay or cancellation of treatment.